Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin was not fully dispensed with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, "we have received a complaint in relation to product bd 329605, lot number 8253928, the customer states that when using the product to administer insulin, the chamber on the autoshield had retained some of the insulin and not delivering the full amount. This resulted in the patients bm reading being far too high. The customer stated that even after administering 18 units of insulin the bm reading were still too high. The customer stated that this did not occur when using their own needle supply at home. The customer has indicated that no samples are available however; they have provided batch information so I trust this will be sufficient for you to review your manufacturing records and complaint history for any trend analysis. Please can you confirm if you have received any other similar complaints in relation to this product and lot number? Please can you launch an investigation to determine why this occurred and supply an investigation report detailing your findings."

Event description:
It was reported that insulin was not fully dispensed with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, "we have received a complaint in relation to product bd 329605 lot number 8253928, the customer states that when using the product to administer insulin, the chamber on the autoshield had retained some of the insulin and not delivering the full amount. This resulted in the patients bm reading being far too high. The customer stated that even after administering 18 units of insulin the bm reading were still too high. The customer stated that this did not occur when using their own needle supply at home. The customer has indicated that no samples are available however; they have provided batch information so I trust this will be sufficient for you to review your manufacturing records and complaint history for any trend analysis. Please can you confirm if you have received any other similar complaints in relation to this product and lot number? Please can you launch an investigation to determine why this occurred and supply an investigation report detailing your findings."

Manufacturer narrative:
The additional information is as follows: date received by manufacturer: 2019-05-07.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed therefore a root cause was not determined.

Event description:
It was reported that insulin was not fully dispensed with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, "we have received a complaint in relation to product bd 329605 lot number 8253928, the customer states that when using the product to administer insulin, the chamber on the autoshield had retained some of the insulin and not delivering the full amount. This resulted in the patients bm reading being far too high. The customer stated that even after administering 18 units of insulin the bm reading were still too high. The customer stated that this did not occur when using their own needle supply at home. The customer has indicated that no samples are available however; they have provided batch information so I trust this will be sufficient for you to review your manufacturing records and complaint history for any trend analysis. Please can you confirm if you have received any other similar complaints in relation to this product and lot number? Please can you launch an investigation to determine why this occurred and supply an investigation report detailing your findings."